Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation. Device issue: separated shaping ribbon. It was reported that during preparation, it was found that the tip of the bmw universal was coarse and rough. No additional event or patient information was available. This is being reported based on the returned product evaluation that revealed a separated shaping ribbon.

Manufacturer narrative:
H6: results - quality engineering could not determine a conclusive root cause for the separated shaping ribbon. Evaluation summary: quality assurance analysis of the returned guide wire revealed that there was contrast visible on the coils. There was corrosion visible on the center solder and tip ball. The tip coils were pushed distal from the center solder for a length of 4 mm. The remainder of the tip coils were all slightly stretched. There was a kink in the tip coils 1 mm proximal to the tip ball. The shaping ribbon had separated from the tip ball and had also separated 2 cm distal to the center solder. The separated portion of the shaping ribbon was loose inside the coils. The core and coils were intact. There was no other damage noted to the guide wire. The tip of the guide wire was not coarse or rough. The guide wire was sent to scanning electron microscopy (sem) further analysis. Quality engineering reviewed the incident information and the analysis of the returned device. The tip coils were found damaged, but the analysis could not confirm the coarse and rough texture as described in the case description. The corrosion found on the solder and tip ball are due to conditions of transit and did not contribute to the case description. The tip ball was later removed during the cleaning process. The shaping ribbon of the guide wire had separated from the tip ball and center solder and was trapped in the coils of the guide wire. According to sem analysis, the separation of the ribbon can be attributed to a corrosion attack. There is nothing in manufacturing or in typical use that the guide wire is exposed to that would produce this type of damage to the stainless steel shaping ribbon. In this case, a conclusive root cause for the reported experience cannot be determined because a rough surface could not be verified, but it appears as if the guide wire was exposed to a chemical substance that was reactive enough to degrade stainless steel. This chemical may have removed the reported rough surface substance as well as degrade the guide wire material. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the quality assurance department.